Event description:
It was reported that the patient fell off of a scooter "at the time of increased thresholds" on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted on (B)(6) 2014. (B)(4).